Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, stenosis, and myocardial infarction, are listed in the xience v instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design. It was reported that the stenting procedure was done in the saphenous vein graft (svg), however, the IFU states: xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It was also reported that three overlapping stents were implanted (23mm, 12mm, and 8mm) totaling approximately 53mm. However, the IFU specifies that: in the spirit IV trial, treatment was limited to 36 mm of total stent length in up to three lesions, with a maximum of two lesions per epicardial artery. In addition, it was reported that 20 atmospheres (atm) was used, however, the IFU states: do not exceed the labeled rated burst pressure (rbp) of 16 atm. In this case, the reported IFU deviations do not appear to have directly caused or contributed to the reported patient effects.

Event description:
It was reported that approximately twenty nine months post xience v stenting procedure in the saphenous vein graft (svg) with one 3.5 x 23 mm stent, one 3.0 x 12 mm stent and one 3.5 x 8 mm stent, all overlapping, the patient was hospitalized with chest pain, elevated troponin levels, ECG changes and diagnosed with a non-st elevated myocardial infarction. Catheterization report showed very discrete 90-plus percent stenosis in the region of the distal stent prior to the anastomosis. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization with placement of a promus stent, for in-stent restenosis in the svg target lesion. Additional treatment included continuation of coumadin and restarting of plavix. The patient's condition resolved on (B)(6) 2011 and the patient was discharged home. There was no additional information provided.